Manufacturer narrative:
Follow-up # 2.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed as the test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). In addition, a DHR (device history record) was completed for the subject meter lot and no deviations, non-conformances or reworks were observed. (B)(4). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that her onetouch verio2 meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at 8:11am. The patient stated that she obtained results of "265, 235, 238, 277, 335, 191, 198 and 202 mg/dl" compared to feelings/normal results. The patient manages her diabetes with a combination of trulicity and glimepiride oral diabetes medications. The patient stated that she took her usual dose of trulicity 7.5 iu once weekly and glimepiride 4mg every night (including sliding scale) each day/week in response to the alleged product issue. The patient claimed to have developed the symptom of "shakiness" approximately 2 weeks after the alleged product issue began. The patient stated that she obtained telephone advice from an hcp around (B)(6) 2015 (time not provided) to increase her diabetes medications. The patient denied that her blood glucose was tested using another device. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting, the patient did not have control solution available to perform a walk-through test and the test strips had not expired, been open for longer than the discard date or stored improperly. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient developed the symptom of "shakiness" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.